Event description:
Ref (B)(4). Ett slid in 2cm- velcro falling off neofit.

Manufacturer narrative:
Reference (B)(4). Investigation: initiated manufacturer's investigation: no sample returned . Review DHR . Analysis and findings: the affected sample reported in this event was not returned. The two-year complaint history was verified, and the reported complaint condition is considered and isolated event. The reported event will be monitored for possible future reported event trending. Review of the product DHR did not reveal any abnormalities. Correction and/or corrective action: none. Reason: there is no immediate corrective action as the affected sample device was not returned for investigative analysis. No alteration was made to the manufacturing assembly line or in materials in the way of components or raw materials. Was the complaint confirmed? No. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow up report will be filed. (B)(4).

Event description:
(B)(4). Ett slid in 2cm- velcro falling off neofit.